Event description:
It was reported that during an endothyroidectomy procedure, a newly opened device was properly installed with the handpiece and connected to a generator. Passed the testing and worked properly in the first ten to fifteen minutes. Afterwards, an error code five was shown on the generator screen. The scrub nurse re-installs the device again and rebooted the generator again, and it worked for another twenty to twenty-five minutes and an error code five showed up again. The surgeon decided to change the handpiece. A new handpiece was installed with the same device but it couldn't pass the testing. The surgeon asked the ot nurse to open another new device to try, self-testing passed and it worked properly for the rest of the procedure. Therefore, the device was collected for investigation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.